Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and was able to duplicate the reported issue again; however, a further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process when plugged into ac power. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process when plugged into ac power. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.